Event description:
It was reported that during a case, when drilling with the ar-8717d-01-ru, the drill locked in the ar-8717g-01 parallel guide. There was no adverse effect to the patient reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation reveals that the tip from the returned drill bit stuck on one of the holes. The other three holes appear undamaged. A likely cause of the event is prying/leveraging the drill bit during use.